Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The patient was sent to the local emergency room (ER) department, where a new sample was drawn and processed on a non-siemens instrument. The result from the non-siemens instrument was higher than the erroneous result and matched the patient¿s clinical condition and history. The result obtained on the new sample was reported to the physician(s) as the correct result. There is no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was valid at the time of sample processing. Siemens reviewed the instrument data and determined that there were no reagent issues as the same reagent was used for original and respun samples testing. Siemens also ruled out hardware issues as qc recovery was consistent with customer ranges. Siemens determined that preanalytical variables, such as poor centrifugation, led to fibrin. Fibrin potentially caused aspiration issues of the patient sample, which potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of these devices is required.